Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer stated she was hospitalized four to five months ago due to low blood glucose and keypad anomaly. The customer's blood glucose was 23mg/dl. The customer stated she has not received any alerts of highs or lows. The customer's blood glucose was 86mg/dl. The customer treated with food and orange juice.